Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that episodes of false bradycardia were recorded due to undersensing. Programming changes to sensitivity were made successfully. The device remains implanted and is being monitored. The patient was stable.